Event description:
Following lasik surgery, this pt exhibited a decrease of 2 lines bcva in the right eye at the 3-month post-operative visit. No further info is available.

Manufacturer narrative:
H.3.,h.6: evaluation: a surpery database performance verification was conducted on the system and the analysis determined that the laser performance factors analyzed were operating within specification during this pt's surgery.